Event description:
The device was used during a nissen procedure. Reportedly, the clips did not load or form properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.